Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 504 mg/dl and a correction bolus was delivered. The customer did not know the cause of the high bg and thought that the she might "be catching the flu". A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site at the time of the report. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.